Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 8578 (lot: h811645205); product type: 0184-catheter; implant date (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving compounded baclofen via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2025 following a pump replacement surgery for normal battery depletion the patient reported increased spasticity, pain, sweating. There were no known external factors. The healthcare provider attempted a side port aspiration of the catheter three times but all were negative. They reported the side port was easy to feel on palpation and was visualized on ultrasound. The patient was scheduled for a surgical exploration on (B)(6) 2025. The issue was not resolved.

Event description:
Additional information was received from the healthcare via the company representative who reported that the cause for the inability to aspirate the catheter was once the pump was removed from the pocket, a small kink in the catheter was discovered. A pocket revision was done on (B)(6) 2025 to unkink the catheter and resecure the pump. The catheter was then aspirated freely through the cap (catheter access port). The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.